Event description:
Litigation papers allege that subsequent to being implanted with the asr device on his right side, the patient began and continues to experience adverse symptoms associated with the asr device including, but not limited to, significant pain in and around his right hip joint and mildly elevated metal ion levels. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received. (B)(6) 2012 which identified part/lot information. Additionally, the operative report attached to the ppd stated, the (B)(6) 2010, surgery involved the removal of prostalac and implantation of new components. Date of removal of asr components is unknown. Due to a prostalac being removed, it is assumed the patient had an infection, and the asr sleeve and femoral stem are now being reported. Additionally, the operative report state the patients greater trochanter was fractured. The complaint and associated mdrs were updated and/or created. Dob added.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product/lot code combinations since their release to distribution. The patient was implanted in (B)(6) 2007 and revised in (B)(6) of 2010. It is not likely the depuy devices contributed to the patients reported infection three years post-implantation. The investigation can draw no conclusions with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the performed investigation, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.